Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer. .

Event description:
Stryker technical assistant reported the following: when opening the product packaging we realized the 1st packaging was partially broken. The second packaging was ok and the surgeon decided to place the implant.